Event description:
Discordant, falsely low sodium results were obtained on an advia 2400 instrument. The customer noticed that quality controls (qc) were out and repeated all the samples that were run since qc was last in range. The discordant results were reported to the physician(s). The samples were repeated and the customer stated that multiple corrected results were sent to the physician(s). It is unknown if the customer repeated the samples on the same instrument or an alternate instrument. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer did not require troubleshooting and informed the tsc specialist that the samples had already been rerun and resulted as expected. The cause of the discordant, falsely low sodium result is unknown.